Event description:
Posterior foot was broken and missing from the device. The physician had attempted to achieve arteriotomy closure with the perclose a-t (the closer ak) device following a diagnostic procedure. Upon needle retrieval it was noted that a link break had occurred. The device was removed. A closer s device was inserted and a posterior cuff miss occurred. Manual compression was applied to the arteriotomy site and hemostasis was achieved. There was no report of an adverse patient event. Though requested, no additional information was provided.